Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the handle will not allow loading of the adapter and pieces of the handle can be heard moving inside, broken. The device was not used in the patient. There was no patient injury. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4). Correction: upon review this ftr was found to be a non-reportable complaint. Device evaluated by MFR?: post market vigilance (pmv) led an evaluation of one (1) idrive ultra powered handle 1 opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned devices. No external visual abnormalities were noted for the handle. There was the sound of a loose part moving inside the handle. During functional testing with a pmv adapter, the adapter did not calibrate. Upon disassembly, engineering found the drive motor broken in half. The reported condition was a result of a broken weld on the drive motor component. A broken drive motor can cause a failure of the adapter to calibrate. A review of the device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Process improvement has been initiated to track this failure mode. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.